Manufacturer narrative:
The hill-rom field service tech spoke with the accounts nurse mgr who stated she did not have any specific details regarding the pt falls and did not know of any specific beds that could be identified that may have been involved in any of the alleged falls. The tech noted that the accounts beds have non-hill-rom mattresses installed on them. The account is in the process of changing the mattresses to the correct hill-rom mattresses for the beds. While at the account, the tech inspected a bed that was in the bed repair shop for bed exit issues. The bed had a loose jumper on the siderail interface board which was repaired. This bed was not identified with any pt fall. The careassist bed and careassist es bed user manual (B)(4) stated: some safety features of the careassist bed may not function or may not operate as intended with surfaces mfg by other companies. Check with the surface MFR to determine those safety features of the bed that have been tested and verified to work properly with the replacement surface. Failure to do so could result in serious personal injury or damage to equipment.

Event description:
The accounts engineer stated nurses are alleging they have had several instances of pts leaving the bed and the bed was not placing a bed exit alarm when it was armed. The nurses stated there have been several pt falls. The account stated they are not using hill-rom mattresses on the beds.